Event description:
It was reported that there was no trend function and both scale and fowler malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was no trend function due to a malfunctioning potentiometer and the fowler angle was inaccurate due to a malfunctioning fowler micro (limit) switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that there was no trend function and both scale and fowler malfunctioned. Follow-up submitted with evaluation results as further investigation determined there was no trend function due to a malfunctioning potentiometer and the fowler angle was inaccurate due to a malfunctioning fowler micro (limit) switch. The scale showed an error which would result in caregiver annoyance; however, the user would be aware that there was a problem with the system. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported. This issue is not likely to contribute to or cause serious injury or death if it were to recur.